Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had had problems with overinfusion recently. The patient was feeling like the medication was not only spreading numbness all around the pump site but also down the leg. This began "about 7 weeks ago". The patient had been advised not to have the patient walking around after getting a bolus because the medication was going to his legs and they didn't want him to risk falling. They had been working with the hcp regarding this issue and they updated the "bolus dose" yesterday when they saw him. When the patient was having these issues, he stopped using the ptm to give a bolus because it was the bolus that triggered it. It was noted they did not know if the catheter moved or not. Additionally, a volume discrepancy was reported, however the volume information was not known. It was stated that the ptm said the pump was going to run out of medication on (B)(6) 2018, but they were in the hcp's office on (B)(6) 2018 and the pump reservoir was empty. It was stated that this was particularly strange because the patient had stopped using the ptm to give boluses, yet a month early, the pump was empty. It was noted that even the hcp was not sure about that. Then, "last night" [(B)(6) 2018], the patient seemed to be experiencing something different following the refill. The bolus was stated to be delivered at 3:45 pm and by 2:45 am the patient had just started to feel the medication dissipate. The patient was experiencing severe sciatica pain, which was what the pump was supposed to address. It was stated that is almost seemed like underinfusion, however they did not think it was withdrawal or a lack of medication because he "would have been a mess if that was the case". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient's pump was removed yesterday due to the suspicions of overinfusion. It was noted that the patient had sudden symptoms of numbness from the chest down. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.